Event description:
Event description cpi received information that this patient's atrial lead, a sweet tip bipolar (4269) had dislodged, and was discoverd during a follow-up procedure. The physician elected to re-program the device to vvi. The (4269) is not being used at this time. No invasive was performed.